Event description:
This is filed to report the clip opening while establishing final arm angle, difficulty removing, and a chordal rupture. A patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet. During a mitraclip procedure, the first clip was implanted medial on a2/p2. A second clip was positioned lateral to the first clip. Upon opening in the ventricle, the clip got caught in the anterior chordae. The second clip could not maneuver out of the ventricle. It was decided to grasp both leaflets. The second clip opened while establishing final arm angle (efaa). Troubleshooting was performed, but the clip continuously opened after three attempts of efaa. In the physician's opinion, opening of the clip was a result of tension from the clip being entangled in chordae. The clip was able to be removed at this point, but there was a chordal rupture on the posterior leaflet. Another clip was implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to remove (anatomy) and unintended movement (clip open ¿ efaa) were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury (no treatment) associated with the chordae rupture was due to procedural circumstances (clip positioning, opening, and closing interacting with entangled chordae). The reported unintended movement (clip open ¿ efaa) appears to be due to the chordae entanglement creating tension on the device. The reported difficult to remove (anatomy) associated with the chordae entanglement was due to procedural circumstances while in the ventricle (clip interacting with patient pathology/ morphology). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.